Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away an assisted living facility. The cause of death was cholangitis, bacterial sepsis, and natural causes. The caller stated that the customer had kidney and heart issues that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at some point before they got off the pump. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The customer did not manage their diabetes well, and the pump was keeping their numbers too high so he was taken off the pump. The high blood glucose levels caused the customer to have dizziness and they fell because of the dizziness. The next of kin stated there was nothing wrong with the pump, the customer did not take care of their diabetes. The caller declined to return the insulin pump for analysis as it's location was unknown.